Event description:
It was reported that the customer's insulin pump was stuck. The customer stated that he was filling the tubing and that no numbers were appearing. The customer stated that the insulin was squirting out. The customer stated that this was the second time that this occurred. Troubleshooting was done. The customer stated that the drive support cap was sticking out and loose. The customer's blood glucose was 124 mg/dl. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube and a protruded and loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.